Event description:
Discrepant covid antibody test result, result = 4.42 (positive), rerun = <0.05 (negative). Result = 4.42 (positive), rerun = <0.05 (negative), siemens notified (6th result reported). Siemens reagent lot # 006. FDA safety report ID# (B)(4).